Event description:
The customer contacted beckman coulter, inc (bci) in regards to consistently elevated accu tni (troponin I) test results generated on the access 2 immunoassay system. The pt sample was retested using different methodology and the result was within the normal reference range. The customer sent two samples to bci customer product lab support (cpls) for add'l testing. The initial elevated result was not reported outside the lab. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not evaluate the instrument. Samples were sent to cpls for further investigation. Cpls evaluated the pt sample for interferents and attempt to identify root cause for the elevated tni result. Cpls did not replicate customer's results for the two samples. Panel of blockers did not have any effect on the dose concentration. One of the samples looked like a hemolyzed and cpls results were more in alignment with the abbott architect results. Cpls determined that sample handling/integrity is probable root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.